Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that the after inserting the catheter in the patient. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was bent. The md, determined that it would not be a good procedure, judged the product as a defective product. Therefore, the md used another catheter successfully. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the "catheter tip bent" is not confirmed. Although, the root cause of the complaint has remained undetermined the returned device passed visual and functional test specifications. No kinks or bends were noted on the device. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported by the medical doctor that the after inserting the catheter in the patient. When the catheter was removed from the patient's body for flushing after the procedure, the catheter tip was bent. The md, determined that it would not be a good procedure, judged the product as a defective product. Therefore, the md used another catheter successfully. There was no patient death, serious injury or patient complication reported.